Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged. It was further reported that there was interaction between the ra lead and right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.